Event description:
Patient with baclofen withdrawal had problems getting medical care at an emergency room. Patient had moved to new locality and had not found a new care provider. Patient had been given a letter of referral by previous health care provider. Follow up with health care provider revealed patient had experienced "tightness" and oral baclofen had been prescribed. Oral baclofen relieved the distress. Last refill of pump was 2002 and expected refill date was 5 months later. Patient has now been diagnosed with a broken catheter and is scheduled for replacement. Patient tightness continues to be controlled with oral baclofen.